Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pt populations with ruptured aneurysms.

Event description:
In 2008, the pt presented with a contained rupture of the descending thoracic aorta. On the next day, the pt was implanted with gore tag thoracic endoprostheses. A retroperitoneal cutdown was performed and a conduit was placed in the right common iliac artery. The left subclavian artery intentionally covered. An amplatzer vascular plug was placed in the left subclavian artery through the pt's left arm. On four days later, a CT scan demonstrated proximal and distal type I endoleaks. On 08/25/08, the pt underwent a reintervention in which gore tag thoracic endoprosthesis was implanted. Additional coils were placed in the left subclavian artery, and the distal portion of the previously implanted device was re-ballooned. Both endoleaks were noted to resolve. The pt was admitted to the ICU in stable condition.